Manufacturer narrative:
The device history records are being reviewed. The sample has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that the distal tip of an endovascular stent graft delivery system detached and remained in the vessel while the delivery system was being removed from the patient. The tip was successfully removed with a snare without difficulty. No report of injury to the patient.